Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no product abnormalities; the lead and lead tip appeared normal. A stylet insertion test was performed to test for possible lumen blockage. During insertion testing, the stylet passed freely confirming no internal obstructions. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this left ventricular lead, the physician reported a product manufacturing defect in which a lead body obstruction prohibited guidewire insertion for lead positioning. As such, the lead was removed and is expected to be returned for laboratory analysis. No resulting adverse patient effects were reported as a result of the extended procedure.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this left ventricular lead, the physician reported a product manufacturing defect in which a lead body obstruction prohibited guidewire insertion for lead positioning. As such, the lead was removed and is expected to be returned for laboratory analysis. No resulting adverse patient effects were reported as a result of the extended procedure.